Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to door failure. A field service engineer disassembled the latch column, cleaned, crimped and reattached all connections on the latches, and applied conductive grease to the connections to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system tower door failed. The customer reported that the tower continues to fail when attempting to retrieve the medication.the customer stated that they were using another station to locate medications for patients and there was no harm or delay in medication to the patient.there were no adverse events or injuries reported based on this incident.